Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer called an ambulance and was brought to the intensive care unit. His blood glucose level was 29 mmol/l. Customer treated with insulin via perfusion. Diabetes counselor assumes that the pump didn't deliver insulin correctly. No adverse event reported. A request was made for the return of the device.